Manufacturer narrative:
(B)(4). Unit was received in no manufacturing mode noted. Pump was received with cracked battery tube threads, cracked case along the side of the battery tube, partially broken reservoir tube lip and missing reservoir tube retainer. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. Customer stated the pump casing is cracked from the battery compartment down to the bottom of the pump. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.